Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) level 500 mg/dl to "high" ; although specific value was not provided. Bg cause was not known. Customer addressed the elevated bg by manual insulin injection and a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.